Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a false upstream occlusion alarm. There was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the identified symptom of false upstream occlusion alarm, but could not reproduce it during eval. Eval found low upstream sensor readings, caused by a failed upstream sensor. Low ultrasonic readings can cause the pump to be more sensitive to upstream occlusion alarms. The failed upstream sensor was replaced.